Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for spinal pain. It was reported that the patient¿s implantable neurostimulator (ins) had been revised or moved in (B)(6) 2014 from the pocket above the bottom cheek to the side of the stomach. The cause of the revision was due to the ins becoming loose, moving around in the pocket and an infection forming. Lastly, the patient noted that she was thin when the ins was implanted, had been gaining weight and started losing weight around the time the ins became loose in 2014. There were no further complications reported or anticipated.